Event description:
It was reported that the uninterruptible power supply (ups) (3rd party device) displayed a "be" error message and then failed, which caused the central nurse's station (cns) to lose power and shut off unexpectedly while monitoring tele patients. No patient harm was reported.

Manufacturer narrative:
Details of complaint: it was reported that the uninterruptible power supply (ups) (3rd party device) displayed a "be" error message and then failed, which caused the central nurse's station (cns) to lose power and shut off unexpectedly while monitoring tele patients. No patient harm was reported. The customer replaced the ups and the cns powered up properly. Service requested / performed: troubleshooting. Investigation summary: the ups is an auxiliary device that provides power to the cns. The root cause of the cns being powered off is attributable to environmental factor. The service history for this cns shows the following incidents of power issues: ticket 30855 (6/6/2018) - caused by ups ticket 32136 (6/21/2018) - causes were not determined. Ticket 54900 (3/27/2019) - caused by ups ticket 67783 (current ticket) customer replaced the ups under ticket 67783. The issue has not re-occurred. The power issue was not related to a malfunction of the cns. No further action is warranted at this time. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date: d6a & d6b. D7b. F1 - f14. G4 device bla number: g5. G7. H7. H9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: the device that failed: model #: abce422-11med. Serial #: (B)(6). Transmitter devices: model #: zm-531pa. Serial #: (B)(6). Additional information: b4 date of this report. D10 concomitant medical device. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes.

Manufacturer narrative:
It was reported that the ups (3rd party unit) failed and displayed a "be" error message, which caused the central nurse's station (cns) to lose power and shut off unexpectedly while monitoring tele patients. No consequence or impact to the patients were reported. The customer replaced the ups and the cns powered up properly. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following devices were being used in conjunction with the cns: the device that failed: ups - model# abce422-11med, sn# (B)(4). Did not experience a failure: zm-531pa sn# (B)(4), zm-531pa sn# (B)(4), zm-531pa sn# (B)(4), zm-531pa sn# (B)(4), zm-541pa sn# (B)(4), zm-541pa sn# (B)(4), zm-541pa sn# (B)(4), zm-541pa sn# (B)(4).

Event description:
It was reported that the ups (3rd party unit) failed and displayed a "be" error message, which caused the central nurse's station (cns) to lose power and shut off unexpectedly while monitoring tele patients. No consequence or impact to the patients were reported.